Event description:
Endoleak (type iii a, b or IV). The patient underwent the emergency operation and three relay plus devices were successfully implanted with from just distal to the left subclavian artery to the sma. One week later, contrast enhanced CT revealed an endoleak, which was assumed to be type iii a, b or type IV and to be located distal part of the reported relay plus. Since it was one week after the procedure, it was decided to follow up the patient and to check up by contrast enhanced CT one month later. Two relay pluses implanted along with the reported relay plus: catalog number: 28-m340195402590u, lot # j171028166 (implanted proximal to the celiac artery); catalog number: 28-m334200302490u, lot # 1911120211 (implanted from the sma). Patient outcome: "additional information obtained on 04/08/2021 from terumo corporation: on (B)(6) 2021, the patient was rushed to the hospital in cardiopulmonary arrest due to a ruptured aortic aneurysm. The patient subsequently died. The cause of the ruptured aortic aneurysm is presumed to be the endoleak."

Event description:
Endoleak (type iii a, b or IV). The patient underwent the emergency operation and three relay plus devices were successfully implanted with from just distal to the left subclavian artery to the sma. One week later, contrast enhanced CT revealed an endoleak, which was assumed to be type iii a, b or type IV and to be located distal part of the reported relay plus. Since it was one week after the procedure, it was decided to follow up the patient and to check up by contrast enhanced CT one month later. Two relay pluses implanted along with the reported relay plus: catalog number: 28-m340195402590u, lot # j171028166 (implanted proximal to the celiac artery). Catalog number: 28-m334200302490u, lot # 1911120211 (implanted from the sma). Patient outcome - "the patient is being followed up. No health damage at present."